Event description:
The surgeon reported surface opacification of the intraocular lens. It is believed that the lens remains implanted. No other info provided.

Event description:
On january 2001, the surgeon reported lens explantation due to opacificaiton of the intraocular lens post-operative.